Event description:
In (B)(6) 2021 I purchased the inogen g4 portable oxygen machine. ((B)(6)) by (B)(6) 2021 and (B)(6) 2021 I had to have the unit replaced because it would not work. (B)(6) 2021 ((B)(6)) I purchased the g5. I have had to replace batteries, unit and was told that I should get 5 hours of working on each battery, I was only getting 2 hours. In (B)(6) 2022 I had to replace batteries. I ordered (B)(6) 2022 and received them (B)(6) 2022. (Office is in (B)(6)). I called inogen on (B)(6) 2022 (I called 21 times) put on hold after waiting a minimum of 30 minutes. I explained the problem I was having only to have the phone call go dead and I would call again. Their advertisement states I would like to live a longer more fulling life. Because of the equipment I purchased and did not work as I thought it should have or was told it would I was hospitalized (B)(6) 2022 thru (B)(6) 2022 because I could no longer breathe. On (B)(6) 2022. I spoke with (B)(6) at (B)(6). He told me to get a refund it had to be returned within 30 days. So total usage was probably less than 30 days of working verses 30 calendar days. (B)(6) 2021 - 3 days, (B)(6) 2021 - 3 days, (B)(6) 2021 - 4 days, (B)(6) 2021 - 4 days, (B)(6) 2022 - 3 days, (B)(6) 2022 - 5 days (then went to the hospital for. Three day stay, I asked (B)(6) to have a supervisor call me back. Today is (B)(6) 2022 and as of yet no call. I would like to send both of these machines and all the hardware (batteries, plugs) for a complete refund. FDA safety report ID# (B)(4).